Event description:
An administrator reported a total of ten patients, from two different surgery days, that presented at one day postoperative with symptoms of inflammation which are thought to be toxic anterior segment syndrome (tass). The patients were treated with additional steroid eye drops and oral medications. The event resolved following treatment. Additional information has been requested. For this product, there are ten medical device reports associated with these events. This is the second of ten reports.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A company recommended consultant previously visited this site for prior reported cases ot tass. The consultant contacted the customer and discussed surgical and sterilization procedures. Additional information was requested on (B)(4) 2012, by fax and mail. Additional information was received in a follow up phone call on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).